Manufacturer narrative:
(B)(4). (B)(6). A review of all batch record documents was conducted for lot number h13e14054 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Event description:
It was reported that the connection issue was found between the minicap transfer set and the titanium adapter or plastic adaptor. The reporter stated that the new transfer set was not able to be tightened as much onto the adapter as the older transfer set that was removed could have been. The old transfer set would turn three quarter of a turn when being tightened onto the adapter. The new transfer set cannot turn even a half of a turn when being tightened onto the adapter. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.